Manufacturer narrative:
(B)(4).

Event description:
The pump was being replaced for normal battery end of life. When the physician disconnected the catheter from the pump to replace the pump, he found the catheter broken at the proximal end. The physician cut the catheter, opened a new catheter, and substituted the proximal catheter segment connecting it to the new pump. There was reported to be no pt injury. The pt was "well" following the procedure.